Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported her blood glucose was running and was up to 453 mg/dl. The customer then checked her blood glucose again at time of this report and it was at 369 mg/dl. She had used the insulin pump to treat. Troubleshooting was performed with the insulin pump. The drive support cap appeared normal. Customer declined to check for leaks or air bubbles. She stated there may have been a changed to the settings on (B)(6), 2015 and was advised to verify accuracy of programming with healthcare provider. Other programming appeared to be accurate. All bolus entries were displayed in the bolus history, based on customer's recollection. The customer was unable to performer high pressure test. Customer was advised tubing clamp would be sent to perform high pressure test and to speak with healthcare provider regarding issues.